Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the mfc-to-cprd adapter was returned for evaluation. The customer's report was verified and attributed to the CPR adapter. The adapter was scrapped to remedy the report. Analysis of reports of this type has not identified an increase in trend.